Event description:
Information was received from a patient who was receiving bupivacaine and morphine drug via an implantable pump for spinal pain indications for use. It was reported that 'since I got it, it was installed in the beginning of june,' they have been experiencing slowness and it was taking a while when trying to connect to their pump. The patient stated that it seems like the communicator was dropping the bluetooth or something because sometimes it did not connect. The patient stated that 'it takes a while to connect, and sometimes it did not connect at all. Last night, the patient said, ¿it took me 3-4 times to get it to connect.' They normally see ¿not found¿ and tap on retry. The patient stated that sometimes it connected on the first try, other times on the 4th or 5th try. The patient inquired if it was normal for the handset battery to be 'very short lived,' and clarified they charge the handset daily if not multiple times per day. The handset battery in settings appeared to be ok. The agent assisted the patient in resetting the bluetooth and location settings on the handset and restarted the ¿myptm¿ app. The agent assisted the patient in clearing the data. The patient confirmed that they were able to successfully connect to the pump well. The patient stated that the connection was a lot faster than it used to be and when they first got it, this was 100% faster already. The patient will monitor connecting to the pump and handset battery and call back for assistance as needed. The medication in the pump was 4 mg of morphine and bupivacaine, and then mentioned the pharmacy messed up and only gave the healthcare provider (hcp) enough to fill the pump for 20ml instead of 40ml that they have, so they did not get a full refill and they have to go back in 11-12 days so the rest of the pump can be filled.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown product type software product ID hh9020tdd lot# serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.